Event description:
It was reported "units are not reaching temp". No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. The unit was able to power on and off with no issues. The unit was then prepared for the functional bench test where water, an adult breathing circuit (880-36kit), air flow, and a 382-10 concha smart column was connected to the unit for a real time operational scenario. It was observed that the unit was returned in auto settings mode. Auto settings mode is a design feature that allows the user to pre-set the temperature and gradient of the neptune for convenience. While auto settings mode is turned on, the settings may not be adjusted since they have already been preset. The unit was left in auto settings mode to test for the reported complaint issue. The unit heated up to the pre-set temperature and functioned without any interruption or functional anomalies. Then, auto settings mode was turned off and the values were set as follows: temperature at 37 c, mode was invasive, and full rainout on the humidity gradient. The unit heated up to the set temperature and functioned without any interruption or functional anomalies. The complaint cannot be confirmed. The unit was able to heat up to both the pre-set temperature as well as the manually set temperature. The IFU provides instructions on how to activate and deactivate auto settings mode. The complaint cannot be confirmed. Functional testing did not reveal any operational anomalies. The unit was returned in auto settings mode. Once auto settings mode was turned off, the humidity gradient was able to be adjusted with no difficulty. The IFU provides instructions on how to activate and deactivate auto settings mode. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "units are not reaching temp". No patient involvement reported.